Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that pain at implant site. Patient said that the pain had started after they had changed to program 6 and increased stimulation upward higher than they normally would and they felt pain at the implant site, patient had turned down stimulation to where they felt it only lightly in the bicycle seat area but said they still felt the pain at implant site. Patient said they use electric chair and don't walk and the pain at implant site was making it hard to transfer the patient. During call patient turned off therapy and said that the pain went away. Patient said they have an hcp appointment in 2 weeks with their managing hcp (see secure notes for name) and they would let hcp know about this. Patient said their hcp doesn't do adjustments on the device and said they would ask for a mdt rep to be invited into appointment. Pt repeated information from original case that implant wasn't helping with the symptoms they got it to help with and they were going through depends pads and filling up a 3 gallon contained in 2.5 days. Patient said this implant had never worked anything like the first implant. Patient said they had tried all 7 programs with no success. Pt said x-ray and ultrasound showed that lead had not moved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient initially had benefit, but now does not have any benefit from the ins. Caller said an x-ray and CT scan show appropriate placement of the lead. Caller said patient had been putting a heating pad over the implant site for back pain and that caller had advised them not to do that. Agent reviewed compatibility of heating pad with ins. When asked about event date, caller said patient was a "tough historian." Caller said in the note from post op follow-up visit with managing healthcare provider (hcp) one month after device was placed said patient was having good relief of symptoms. Caller said patient reported never having any benefit from their ins and that they have tried all the settings. Caller was wondering what the patients options were from here. Agent suggested having patient call ps to confirm adjustments were made appropriately and from there the patient could reach out to their managing hcp if needed. Caller confirmed they already had the patient services phone number to give the patient.